Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021 a 30mm amplatzer cribriform occluder was selected for implant. Upon deployment the disc did not return to original shape. The physician finished deploying the device and an ice and x-ray was performed and noted that the "mushroom-shaped" deformation still had not resolved. The device was never released and was resheathed and removed using the torqvue sheath. A new 30mm amplatzer cribriform occluder was successfully deployed. The patient remained stable without any complications. There was no clinically significant delay in procedure.